Event description:
On (B)(6) 2012 clinic notes were received from a vns treating physician. Review of the clinic notes dated (B)(6) 2012 revealed that the patient had a past medical history of cancer; a malignant tumor. (B)(4) attempts for additional information regarding the cancer were made to the physician, but no further information was received.